Event description:
Unfortunately since getting the inspire device implanted, I developed severe anxiety along with other symptoms after getting the implant two years ago. It also caused other issues with insomnia and severe discomfort in my tongue, hearing electricity in my right ear at night, waking me up every hour in panic. Caused me to have to leave my job and am on disability. I have met with countless specialist to try and resolve and I've had a few neurologist and my psychiatrist tell me that there may have been trauma to my vagal nerve given the proximity to the hypoglossal nerve. This nerve is responsible for a multitude of functions including the flight or fight symptoms that I have all the time. I have been attempting bipap (bilevel positive airway pressure) for the past 6 months with limited success but I am never turning that inspire remote on again! The ent (ear, nose, and throat) surgeon said he could remove only pace maker part as the other tongue leads would be complex.